Event description:
On (B)(6), 2023, fujifilm healthcare americas corporation was informed of an event involving fdr go pluse. It was reported that the collimator rig is loose, and this is a patient safety hazard. There is no additional information provided. There was no patient involvement reported. As such, this report is being submitted in an abundance of caution.